Event description:
Ous MDR - this pacemaker alerted eri. Device remains implanted.

Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. The analysis revealed that the battery status eri was activated on (B)(6) 2017 at 2:47 pm during an ongoing follow up. Besides that, the analysis of the device data showed no conspicuities. Especially the documented current consumption as well as battery history of the device is normal and as expected. Based on the data available for analysis, the root cause for the eri activation was not fully determinable. However, it cannot be excluded that an applied high current program during the follow up on october 20, 2017 may have contributed to the clinical observation. The device data further showed that the battery status eri was manually reset on (B)(6) 2018. The device data after the reset procedure showed no anomalies. There is no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the device functions to be as specified. Should additional relevant information become available, this investigation will be updated.